Manufacturer narrative:
A titan touch pump and cylinders 1 and 2 were received for evaluation. No functional abnormalities were noted with the pump. Evaluation revealed separations in the cylinder 2 bladder. Testing revealed these to be sites of leakage. Microscopic evaluation revealed multiple central grooves adjacent to one another, indicating contact with a small sharp instrument, such as a needle. No functional abnormalities were noted with cylinder 1. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the bladder of cylinder 2 occurred subsequent to the device packaging being opened. The information received indicated the hole was noticed one week prior to explantation of the device. Based on the evaluation and information received, the separation most likely occurred inadvertently during or after the implant procedure.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to a cylinder leakage. No other adverse patient effects were reported.